Event description:
During testing, a "backup battery low" alarm occurred when the power pac battery was removed. Soon after, reportedly, the ventilator shutdown. Replacing the internal battery resolved the issue. There was no pt involvement in this case.